Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported whilst flushing the PICC line prior to insertion, the vascular access team found that the saline would leak back out of the rubber bung that secures the stylet wire. It has not hindered the placement of the lines, which has otherwise proceeded with no issues. It was reported this occurred with six devices. This report addresses the fifth device.